Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt implanted with a 6 hole mandible plate on an unknown date for repair of a condylar neck fracture on the left side. On an unk date the plate was noted as broken. Pt was returned to the operating room on (B)(6) 2011 for removal of the broken hardware and pt was wired closed. Reportedly, there is some concern about pt compliance.